Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer mentioned multiple blood glucose level was 448 mg/dl at the time of incident and then 45 mg/dl then 120 mg/dl and the current blood glucose of the patient is 403 mg/dl. Customer ate sugar in coffee yogurt and granola. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis.